Event description:
It was reported to philips that the system went hang and would not do fluoro. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The customer selected low fluro flavour to complete the procedure. Philips remote service engineer (rse) inspected the system remotely and found the reported malfunction. After reviewing the log, rse found the error tube is currently out of range. A philips field service engineer (fse) examined the system on-site and upon troubleshooting, fse confirmed that the system hangs during fluoroscopy and tube conditioning was performed, but the issue persists. Fse confirmed that x-ray tube was defective. To resolve the issue, fse replaced the x-ray tube and return the part for further analysis and it found the failure is likely due to wear from intensive use. After replacing the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since then, additional information has been obtained, leading to the conclusion that this scenario is unlikely to cause or contribute to death or serious injury if it were to happen again. The procedure was carried out using the selected low fluro flavor without any delay, as the reported problem did not affect the procedure, the patient, or the user. Based on the findings of the investigation, philips determined that the complaint is not reportable. The codes were updated based on the investigation outcome.